Event description:
Forerunner model e01 prompted "no shock advised message" during event. In the opinion of the paramedic on the scence, the rhythm displayed on the lcd screen was shockable. CPR was performed. Another crew arrived with a codemaster and took over pt care. A shock was administered. The pt was pronounced. The forerunner passed a battery insertion test after the event.